Manufacturer narrative:
(B)(4).

Event description:
Hcp reported the patient never had therapeutic effect. For the first three months after implant, the patient had great relief. The patient fell frequently and the hcp felt that over the course of the past year something could have happened to the catheter. They have been titrating the dose every two weeks with no therapeutic effect. They did a dye study a year ago successfully. A roller study was done which was "ok." The volumes have been accurate at refills. The patient was "stiffer than a board" and could barely move his legs but could walk with effort. They were planning to give a bolus. The pump was delivering lioresal.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2009; product type catheter. (B)(4).